Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance was performed and revealed that found that the needle set passed all the release criteria and no other issues were identified. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion on a critically ill multi-system trauma patient, the user was unable to remove the stylet. As a result, a new ez-io was inserted successfully and used without issue. The patient ultimately expired "in or 1-2 hours after hand-off in ed". Additional information states that the cause of death was "exsanguination". It is also reported that "the ez-io failure does not appear to be the direct cause of this patient's death".

Event description:
It was reported that after insertion on a critically ill multi-system trauma patient, the user was unable to remove the stylet. As a result, a new ez-io was inserted successfully and used without issue. The patient ultimately expired "in or 1-2 hours after hand-off in ed". Additional information states that the cause of death was "exsanguination". It is also reported that "the ez-io failure does not appear to be the direct cause of this patient's death".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.